Event description:
It was reported that a solution set was leaking blood that was backflowing from the patient and into the set. Blood was observed traveling up the attached/infusing heparin line connected to the patient's left forearm IV. The heparin infusion was stopped, and upon inspection, there were multiple breaks in the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d4. Additional information: h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.